Event description:
It was reported that this patient received a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was due to oversensing of possibly movement related noise. After the shock, the patient's rhythm returned to normal. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.